Event description:
The customer received questionable calcium generation 2 results for an unknown number of patient samples and provided two examples. Patient sample 1 initial result was 203 mg/l and the repeat result was 97 mg/l. On (B)(6) 2013, patient sample 2 initial result was 143.3 mg/l and the repeat result was 94.8 mg/l. It was unknown if any erroneous results were reported outside the laboratory or if any patients were adversely affected. The calcium reagent lot number was 659936. The expiration date was not provided. The field service engineer found the gear pump pressure levels were ok. He changed the sample and the r1 reagent probes without any improvement. A carry-over evasion against the crpl3 (c - reactive protein) reagent was programmed and the phenomenon disappeared.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The issue reported appears to be an instrument maintenance or hardware related issue on this analyzer. A specific root cause could not be determined with the information provided. No adverse event was reported.